Manufacturer narrative:
Additional, changed, and/or corrected data: b6 d9 h3 h6. Laboratory analysis summary: the device related to the reported events anxiety-product/procedure and deflation was received on january 22, 2025 with lot number 1309552. Based on the product analysis performed, the assessments of the complaint codes are: anxiety-product/procedure: unable to observe as it is not related to the device. Deflation: observed an opening assessed as surgical damage and observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and observed delamination of plug strap disk shell assessed as cohesive failure were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported right side deflation and a implant exchange from textured to smooth due to the patients concerns with the product. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported right side deflation and a implant exchange from textured to smooth due to the patients concerns with the product. Device remains implanted.